Event description:
Had a vaginal hysterectomy/bladder repair w/mesh sling and multiple procedures, 2005 mesh had tore thru vaginal wall, (felt by my husband during sex). Surgery was done to remove the exposed mesh, 2006 mesh protruding again, causing me pain this time, had surgery again to remove protruding mesh, 2007 felt mesh again protruding, and began having severe pains in lower back and back and sides of legs and in feet, got an appt with a uro/gyn and having surgery to try and remove all the mesh, and pains associated with it.